Event description:
It was reported an 8f angio-seal sts plus was used to seal the right femoral arteriotomy post percutaneous aortic arch and left subclavian angiographic procedures. The iliac arteries were also surveyed. The pt was discharged. One month later, the pt returned for treatment of the left iliac artery stenosis and right lower extremity disease. The pt was experiencing claudication with known peripheral vascular disease. The left iliac artery stenosis was treated with ballooning and stenting. The right common femoral artery had an obstruction which was treated with a fox hollow thrombectomy procedure after placing a distal protection device into the superficial femoral artery. A laser device treated a tight posterior tibial artery stenosis. The pt tolerated the procedure well and blood flow was improved over the diseased vessels.